Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for analysis. Definite signs of use in the form of biological material were observed within the catheter and medial extension line. Visual analysis of the catheter revealed no obvious defects or anomalies. After performing functional testing, it was revealed that the medial extension line contained dried biological material, which likely contributed to the issue. The customer complaint of the extension line not being continuous was confirmed and large amounts of biological material were observed within the lumen. The overall length of the catheter measured 318mm, which is within the specification limits of 307mm - 327mm per the catheter product drawing. The outer diameter of the catheter measured 2.44mm, which is within the specification limits of 2.39mm - 2.49mm per the catheter extrusion product drawing. The outer diameter of the medial extension line measured 2.17mm, which is within the specification limits of 2.13mm - 2.21mm per the medial extension line extrusion drawing. The inner diameter of the medial extension line measured 1.4478mm , which is within the specification limits of 1.42mm - 1.50mm per the extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal proximal lines flushed as intended. Slight resistance was experienced when flushing the medial extension line, indicating a blockage within the lumens. While flushing , biological material was observed exiting the lumen. Once cleared, the medial extension line flushed as intended with no resistance. A manual tug test confirmed that all three extension lines were secure within their respective hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "flush lumen(s) to completely clear blood from catheter." It also states, "maintain catheter patency according to institutional policies, procedures and practice guidelines." The customer report of the extension line not flushing continuously was confirmed through investigation of the returned sample. Functional testing revealed a blockage in the medial extension line due to biological material. After the line was cleared of biological material , it flushed as intended. The catheter passed all relevant visual and dimensional inspections, and a device history record review did not reveal any relevant findings. Therefore, based on the customer report that the blockage was observed during use and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that " the medial limb is not continuous. " the customer reported this was found prior to use. The sample was returned with biological matter inside the device.